Manufacturer narrative:
Retrospective analysis performed by the customer for position a1 during the relevant period determined six (6) patient samples may have been affected. (B)(6). The customer stated that it was not possible to recover any of patient samples for repeat testing but, for the six (6) patient samples, there has been no consequence on the treatment (inappropriate or delayed treatment) and no clinical consequences due to false result (e.g. Hospitalization, delayed or wrong diagnosis, death or injury). To observe a qcv failure is not an abnormal behavior. It means that the qcv played its role as a functional control. This control is meant to detect residual risks. The field service engineer (fse) confirmed the problem of clog in section a slot 1 by removing a spr tip label which was blocking the corresponding pump seal. The fse then cleaned the section with the pump cleaner. The fse also replaced the springs, the pump seals and the pump motor of this section. Following service procedures, the fse performed qcv testing. The qcv results for the six (6) slots of section a were within specification. The instrument was returned to daily operation.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomerieux to report a qcv (quality control verification) failure (position a1) in association with the minividas® analyzer. The customer's qcv kit was expired at the time of use. Repeat of qcv in section a failed again. Performed qcv in section b; passed. As requested by biomerieux, the customer stopped using section a (placed offline) of the minividas® analyzer. The customer stated they had not been performing qcv at all. The instructions for use (qcv package insert reference (B)(4)) indicate qcv must be performed by the customer at least once per month in each position of the vidas® analyzer or anytime that a pipetting problem is suspected. The last successful qcv was performed in june 2016 by the field service engineer (fse). The customer was advised by biomerieux to perform a retrospective analysis between the last successful qcv (june 2016) and the failed qcv (17-aug-2016). The customer stated that she understood the request, but is confident that their reporting has been accurate. Repeated requests by biomerieux for retrospective analysis results have received no response from the customer. There is no indication or report from the laboratory that the failed qcv and/or recommended retrospective analysis identified any adverse event related to any patient's state of health. Biomerieux investigation will be initiated.